Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were non sustained v oversensing episodes present via merlin@home transmission. The egms appear to show sensing of myopotentials. Reprogramming was recommended. There was no report of adverse consequences for the patient.